Manufacturer narrative:
The returned lead was thoroughly analyzed. This showed multiple signs of abrasion at the lead body. The insulation was damaged by fraying, especially in the distal area, and a fracture of the rope conductor to the ring electrode was detected. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Substantial lead movement should be considered as the cause. In addition, the analysis found a puncture in the insulation (23 cm distal of the is-1 connector pin), which is probably a result of the implantation process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the patient received inappropriate shocks. The lead was explanted after 64 months of implantation.